Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the end of a cryo ablation procedure, a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. Blood was found in the coaxial umbilical cable near the balloon catheter connection. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot number 49767 were returned and analyzed. The data files showed at least 34 applications were performed with the returned balloon catheter and confirmed system notice of the #50005 ¿fluid detection in catheter¿ and #50006 ¿the safety system has detected blood in the catheter handle, stopped the inj. And disabled the vacuum¿ on the date of the event. Visual inspection of the balloon catheter showed traces of blood inside the balloon. Dissection showed a guide wire lumen kink and breach at 1.38 inches from the tip inside the balloons. In conclusion, the reported system notice was confirmed. The balloon catheter failed the returned product inspection due to the guide wire lumen breach and kink. If information is provided in the future, a supplemental report will be issued.